Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 23-year-old female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen from 2000 to (B)(6) 2008. Concurrent conditions included overweight, gallstones, nausea and vomiting. Concomitant products included diazepam (valium), escitalopram oxalate (lexapro) since 2008, ibuprofen, isotretinoin (accutane), naproxen, oxycocet (percocet) since 2008, progesterone (prometrium) since 2008 and propacet (darvocet) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month after insertion of essure, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss") and mental disorder ("psychological problem"). On (B)(6) 2008, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse"), menorrhagia ("prolonged, abnormal menses/ abnormal, heavy bleeding during menses / menorrhagia"), dysmenorrhoea ("severe, abnormal menstruation pain") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2014, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain lower ("severe abdominal cramping when not menstruating/ severe, lower abdominal pain"), weight fluctuation ("weight fluctuation"), back pain ("severe back pain"), arthralgia ("severe hip pain / righ hip pain"), acne ("facial, back and chest acne") and depression ("depression") with mood swings, fatigue and anxiety. The patient was treated with surgery (total robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower and arthralgia had not resolved, the alopecia, headache, dyspareunia, menorrhagia, weight fluctuation, dysmenorrhoea, back pain, acne, depression and procedural pain outcome was unknown and the vaginal haemorrhage, weight increased, weight decreased and mental disorder was resolving. The reporter considered abdominal pain lower, acne, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, mental disorder, pelvic pain, procedural pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: within a few months of having essure implanted she began experiencing symptoms. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion pregnancy test urine - on an unknown date: negative (B)(6) 2008: hysterosalpingogram (hsg) - confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: , pelvic pain, back pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), alopecia ("hair loss"), headache ("headaches"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe abdominal cramping when not menstruating/ severe, lower abdominal pain"), menorrhagia ("prolonged, abnormal menses/ abnormal, heavy bleeding during menses"), weight fluctuation ("weight fluctuation"), dysmenorrhoea ("severe, abnormal menstruation pain"), back pain ("severe back pain"), arthralgia ("severe hip pain"), acne ("facial, back and chest acne") and depression ("depression") with mood swings, fatigue and anxiety. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2014 ). On (B)(6) 2014, the patient experienced procedural pain ("painful procedure"). Essure was withdrawn. At the time of the report, the pelvic pain, alopecia, headache, dyspareunia, abdominal pain lower, menorrhagia, weight fluctuation, dysmenorrhoea, back pain, arthralgia, acne, depression and procedural pain outcome was unknown. The reporter considered pelvic pain, alopecia, headache, dyspareunia, abdominal pain lower, menorrhagia, weight fluctuation, dysmenorrhoea, back pain, arthralgia, acne, depression and procedural pain to be related to essure. The reporter commented: within a few months of having essure implanted she began experiencing symptoms. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results: (B)(6) 2008: hysterosalpingogram (hsg) - confirming full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a few months began experiencing severe pelvic pain. She underwent total hysterectomy and bilateral salpingectomy approximately 6 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 23-year-old female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen from 2000 to (B)(6) 2008. Concurrent conditions included overweight. Concomitant products included diazepam (valium), escitalopram oxalate (lexapro) since 2008, ibuprofen, isotretinoin (accutane), naproxen, progesterone (prometrium) since 2008 and propacet (darvocet) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal bleeding"), weight increased ("weight gain"), weight decreased ("weight loss") and mental disorder ("psychological problem"). On (B)(6) 2008, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse"), menorrhagia ("prolonged, abnormal menses/ abnormal, heavy bleeding during menses") and dysmenorrhoea ("severe, abnormal menstruation pain"). On (B)(6) 2014, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain lower ("severe abdominal cramping when not menstruating/ severe, lower abdominal pain"), weight fluctuation ("weight fluctuation"), back pain ("severe back pain"), arthralgia ("severe hip pain / righ hip pain"), acne ("facial, back and chest acne") and depression ("depression") with mood swings, fatigue and anxiety. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower and arthralgia had not resolved, the alopecia, headache, dyspareunia, menorrhagia, weight fluctuation, dysmenorrhoea, back pain, acne, depression and procedural pain outcome was unknown and the vaginal haemorrhage, weight increased, weight decreased and mental disorder was resolving. The reporter considered abdominal pain lower, acne, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, mental disorder, pelvic pain, procedural pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: within a few months of having essure implanted she began experiencing symptoms. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion jul/(B)(6) 2008: hysterosalpingogram (hsg) - confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Historical drug, , laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, weight gain and weight loss added and event outcome was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a few months began experiencing severe pelvic pain. She underwent total hysterectomy and bilateral salpingectomy approximately 6 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.